Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-00639, MFR#0001822565-2018-00640, MFR#0001822565-2018-00642. Concomitant medical products: trabecular metal reverse humeral stem pn00434901213 ln62483751. Trabecular metal reverse poly liner pn00434903600 ln62368359. Trabecular metal baseplate pn00434901500 ln62453747. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right shoulder revision approximately 4 years post-implantation due to pain and loss of function.